Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: 19.0 mmol/l, 13.0 mmol/l, and 8.0 mmol/l. No adverse event reported. The customer did not provide the strip lot number. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was beyond expiration date at time of event.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.